Event description:
Film review analysis: review of pre-implant cta¿s revealed that the patient had a 4.5cm max diameter taa within the mid-descending thoracic aorta. The aortic diameter just distal to the lsa measured 30 x 32mm and just distal to the taa measured 30mm. The thoracic was non-tortuous. Review of cta¿s from 5 weeks post-implant revealed that two valiant stent grafts were implanted from just distal to lsa, across the arch, and extended essentially straight down to within 2cm of the celiac artery. The distally implanted device extended approximately 5cm below the proximal device. The proximal stent graft od measured 32 x 34mm, and the distal stent graft od was 31mm. The stent graft was patent. No endoleak or any stent graft issues were seen. However, beginning near the proximal bare spring and extending to the mid-level of the stent grafts, small bubbles were seen surrounding the stent graft. The esophagus was not able to be clearly identified; however it is possible that these were air bubbles via communication between the aorta and the esophagus. The cause of the fistula could not be determined from the images provided.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented in the emergency room with upper gastrointestinal bleeding. The physician did a CT scan and found that the patient had an esophageal thoracic fistula that showed communication with the thoracic aortic aneurysm which was also pressurized. The physician stated that this could be related to the previous procedure and possibly an endoleak; however, it was difficult to tell for sure. They attempted to operate on the patient for the fistula and the patient expired.